Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Customer performed troubleshooting and no insulin was seem coming from tubing. Customer had elevated blood glucose levels (500 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.